Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was cracked on the plunger case. Acu watchdog was found in the event history log. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. The plunger assembly was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that the device exhibited a primary audible alarm. The alarm continued to trigger even after the software update to v1.6.5. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.